Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high thresholds and high impendence were noted on the pacing lead. The physician attempted the lead in various locations however the issue was not resolved. The lead was explanted and replaced. No patient complications have been reported as a result of this event.